Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficulty to remove from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide device was moved forward slightly in order to keep the foot apart from the vessel wall. When attempting to retract the foot, resistance was noted. The proglide device was moved forward and the foot was able to be retracted. The proglide device was removed out of the anatomy. After removal, the tissue damage was noted. Tissue was noted to be entangled on the foot. A cut down was performed to treat the tissue damage and hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.